Event description:
Pump experienced a cartridge change error reported within the week of (B)(6) 2025. There was no reported adverse impact on the customer's blood glucose level, which remained below 500 mg/dl. Customer faced difficulty in successfully loading the cartridge onto the pump even after following troubleshooting instructions provided by tech support, which included inspecting the pump and cleaning specific areas. Since the issue persisted, the customer was referred for escalated troubleshooting. Csa advised on proper technique for loading the cartridge but determined a consistent error was present. As a result, csa arranged for a replacement of the pump and cartridges, with the customer utilizing alternative multiple daily injections (mdi) therapy to maintain insulin delivery in the interim.